Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 455 mg/dl and treated with insulin shots and declined troubleshooting for it. Customer had four infusion sets with a bent cannula, also those four bled and had one that fell out and did not stick. Customer stated that, there was blood at the site. Customer states site is not actively bleeding at time of the call. Customer is not inserting set properly. Customer advised to monitor the insulin pump. The device is not expected to be returned for analysis.